Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that patient underwent a laparoscopic sleeve gastrectomy, during which an ¿60 mm echelon linear stapler¿ was used and no difficulties were noted with the device. The following day, patient developed unusual abdominal pain and abdominal CT revealed an intraabdominal hematoma. Patient then underwent exploratory laparotomy and surgeon noted a proximal gastric sleeve leak and dehiscence of the most proximal gastric sleeve staple line. Surgeon performed a roux-en-y reconstruction with washout and endoscopic esophageal stent placement. 10 days later, patient underwent an egd and segmental bowel resection and wound vac placement secondary to gastric leak. 9 days later, patient underwent wound dehiscence closure and removal of wound vac and placement of 3 jp drains.